Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced treatment station (tmt) to resolve the issue. The system was verified and ready to use. The affected part involved with this complaint was dead on arrival (doa) and will not be returned to isi for further investigation.

Event description:
It was reported that during an ion endobronchial lung biopsy procedure, the customer stated that the catheter changed location on airway tree after spin. It was noted that they had to accept a partial registration due to the patient having a prior lobectomy of the right upper lobe. The customer stated that the catheter moved and changed location on the airway tree after they performed a spin. The customer stated that the system was telling them that they were in the lesion but now it moved. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked customer if they performed a breath hold but customer stated that they did not. The customer had to use a radial probe to confirm where they were. The diagnostic procedure continued as planned. There was no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. Received the treatment station (tmt) and completed the failure analysis evaluation. The reported issue was confirmed to having occurred in the field but not replicated during in-house testing. Upon visual inspection, no issues were found that would be related to the reported failure. In error logs, the error 307 was found confirming the fault occurred in the field. In maintenance mode, the unit was installed in an internal system and programmed successfully on the latest customer software. The unit was then turned on in normal mode and started up normally and passed the lung mapping. It passed 10 power cycles. As a result of these findings, failure analysis concluded that no root cause could be attributed to this issue.

Event description:
Refer to h11 for follow-up information.